Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a midline hernia repair procedure on an unknown date and mesh was implanted. On (B)(6) 2015, bowel adhesions were found at the site of the midline hernia repair during laparoscopic port site hernia repair procedure with mesh. The strength of the adhesions were not challenged due to the patient¿s age and the nature of the tissue. The port site hernia procedure was repaired in an open procedure to avoid potential damage to the adhered bowel or trigger further adhesions with additional mesh placement in the intraperitoneal space. It was reported that the patient¿s current condition is as expected for a small open hernia repair. Additional information has been requested.

Manufacturer narrative:
It was reported that a patient underwent a ventral hernia repair approximately 12-18 months prior to the most recent surgery. The patient experienced significant pain, over and above what was expected immediately post op and for the following 4 days, before being released from the hospital. The surgeon opines that the initial procedure was performed when the surgeon began doing laparoscopic repairs and the procedure may have been a little bloody. During the reoperation, the majority of the mesh was covered with adhesions. No intervention was carried out for the adhesions during the reoperation. (B)(4).